Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that there was no separation after centrifugation. The following information was provided by the initial reporter: customer is reporting no separation on product 366430, lot 2018827 after centrifugation.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes that there was no separation after centrifugation. The following information was provided by the initial reporter: customer is reporting no separation on product 366430, lot 2018827 after centrifugation.

Manufacturer narrative:
H.6. Investigation summary material #: 366430; lot/batch #: 2018827. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor serum were observed. Bd was unable to confirm the customer¿s indicated failure, poor serum/no separation because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor serum were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.